Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
It was reported that after patient's first implantable neurostimulator (ins) was implanted, "the wires came loose." It was stated the healthcare professional (hcp) "had to go back and do it again." It was stated that this had occurred in 2010, however, manufacturer's database did not have anything registered in 2010 for this patient. It was stated the hcp implanted new leads but kept the same ins. If additional information is received, a follow up report will be sent.